Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and obtryx were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, urinary problems, and bleeding. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced burning on urination, frequency, urinary tract infection, and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced burning on urination, frequency, urinary tract infection, and vaginal discharge.